Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. For the reported under infusion problem, a functional flow test must be performed on the physical sample to verify the flow rate accuracy of the device. Therefore, the reported under infusion problem could not be objectively verified via the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor underinfused the desired medication. The type of medication being infused to the patient was not specified. There was no patient injury or medical intervention associated with this event. No additional information was available.